Manufacturer narrative:
The baxter technician found the casters needed to be replaced. Per the baxter service manual: do a periodic inspection to make sure all bed functions operate correctly, especially the safety features. Safety features include, but are not limited, to these: connectors where the bed sections bolt together; tighten as necessary; siderail latching mechanisms; caster braking systems. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the casters to resolve the reported event. Based on this information, no further action is required.

Event description:
On 16-dec-2025, a other health care professional contacted technical service to report that gpac frame-assembled (product code p3930a000026, serial number (B)(6)), had brakes not holding. There was no patient/user injury, medical intervention, symptom, or adverse event reported.